Event description:
It was reported an over infusion event. No further information was provided. There was patient involvement but no harm. Bd received additional information. It was reported that the patient came from ICU (intensive care unit) to 3e (patient care area) "last night", patient is receiving sodium bicarbonate 150meq in 1 liter dextrose at 100ml/hour rate. The clinician reportedly used the pump from the ICU when the patient was move into the new patient care area. Per report, the clinicians "did not change any setting", bedside nurse reportedly witnessed the IV pump rate at 100ml/hour. At around 1am, the clinician heard the pump beeping and found that the IV bag is empty, with IV pump set to100ml/hour rate. The clinician called their pharmacy and asked for another bag, and was told the next bag is too early. It was then realized the infusion finished before scheduled time. IV fluid bag was initially scanned out on 22 september 2024 at 2018; the bag was seen completely empty on 23 september 2024 at 0100. Total of 1,000ml was infused over 4.75 hours. The physician was notified of the event and "no action was required." Per report, there were "no complaints from the patient."

Manufacturer narrative:
Additional information ; imdrf annex a, g, c, d codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event. No further information was provided. There was patient involvement but no harm. Bd received additional information. It was reported that the patient came from ICU (intensive care unit) to 3e (patient care area) "last night", patient is receiving sodium bicarbonate 150meq in 1 liter dextrose at 100ml/hour rate. The clinician reportedly used the pump from the ICU when the patient was move into the new patient care area. Per report, the clinicians "did not change any setting", bedside nurse reportedly witnessed the IV pump rate at 100ml/hour. At around 1am, the clinician heard the pump beeping and found that the IV bag is empty, with IV pump set to100ml/hour rate. The clinician called their pharmacy and asked for another bag, and was told the next bag is too early. It was then realized the infusion finished before scheduled time. IV fluid bag was initially scanned out on (B)(6) 2024 at 2018; the bag was seen completely empty on (B)(6) 2024 at 0100. Total of 1,000ml was infused over 4.75 hours. The physician was notified of the event and "no action was required." Per report, there were "no complaints from the patient."

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned. Additional information: imdrf annex a, b, c codes, device eval by manufacturer? , device available for eval?, returned to manufacturer on and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the reported pump module over infusion was not able to be confirmed from the log analysis or could be replicated during device testing. The inspection and testing process did not find any existing malfunctions. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened as required. The reported event date was september 23, 2024, the event time was reported about 1:00 am. The log review begins on september 22, 2024, at 7:53 pm, when the last infusion was programmed with the suspect pump module with a rate of 100ml/hr and a vtbi of 100ml. On september 22 at 7:53 pm the pump module was selected with a unit label: b. At 7:54 pm the pump module was programmed for guardrails drug (primary infusion) for drugid 276 (metronidazole) to infuse at drug amount of 500 mg, diluent volume of 100 mg, dose of 500 mg, concentration of 5 mg, rate of 100 ml/h and vtbi (volume to be infused) of 100ml. At 8:18 pm the pump was paused with a primary volume infused (pvi) of 41.1ml, the infusion was started. At 8:49 pm the pump was powered off and the infusion was stopped with a pvi of 89.948ml. On september 23 at 12:39 am the concomitant pcu was powered off. It was reported sodium bicarbonate as drug used for the primary infusion; however, the logs showed metronidazole as principal drug using guardrails drug library. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Per the bd alaris¿ system with guardrails user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace mechanism assembly, this may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module over infusion was not able to be identified from the log analysis or from device laboratory testing. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, c0601, d15 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion event. No further information was provided. There was patient involvement but no harm. Bd received additional information. It was reported that the patient came from ICU (intensive care unit) to 3e (patient care area) "last night", patient is receiving sodium bicarbonate 150meq in 1 liter dextrose at 100ml/hour rate. The clinician reportedly used the pump from the ICU when the patient was move into the new patient care area. Per report, the clinicians "did not change any setting", bedside nurse reportedly witnessed the IV pump rate at 100ml/hour. At around 1am, the clinician heard the pump beeping and found that the IV bag is empty, with IV pump set to100ml/hour rate. The clinician called their pharmacy and asked for another bag, and was told the next bag is too early. It was then realized the infusion finished before scheduled time. IV fluid bag was initially scanned out on 22 september 2024 at 2018; the bag was seen completely empty on 23 september 2024 at 0100. Total of 1,000ml was infused over 4.75 hours. The physician was notified of the event and "no action was required." Per report, there were "no complaints from the patient."